Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing using the endoscope reprocessor, black specs keep appearing in the basin. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) visited the site to evaluate the device and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of black material in the reprocessing basin was deterioration of the hose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.